Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), a shorted shock lead warning was observed. At induction, two delivered shocks showed impedance measurements of less than 20 ohms. The patient was externally rescued. Subsequently, another ICD was successfully implanted. The physician was aware of the potential risk involved in leaving the original lead system in place. Additional information was received that this lead remained implanted with the replacement ICD for 6 years until the next normal device changeout. The device was successfully explanted, and this lead was connected to the next replacement ICD. However, during dft testing, a fault code was delivered once again for a shorted shock lead during therapy delivery, similar to the previous attempted implant 6 years earlier. Once again, low shock impedance levels less than 20 ohms on the lead were the root cause of the issue. The lead was therefore surgically abandoned. A replacement lead was attempted, however could not be positioned, therefore all leads were abandoned with no pulse generator implanted. The physician will discuss further options with the patient at a later time.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device did not meet longevity expectations. Final analysis concluded that the premature battery depletion was due to a compromised low voltage capacitor, which resulted in a high current condition. An arcing mark on the pg case confirmed that the root cause of the shorted lead condition was a short circuit within the pocket between the can and some other object (e.g. The leads). A low energy shock was commanded to evaluate the device's present ability to charge and deliver a shock. The results of testing confirmed the present integrity of the charging and delivery circuits. The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), a shorted shock lead warning was observed. At induction, two delivered shocks showed impedance measurements of less than 20 ohms. The patient was externally rescued. Subsequently, another ICD was successfully implanted. The physician was aware of the potential risk involved in leaving the original lead system in place.